Event description:
It was reported to philips that the system's generator was unable to connect, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.